Event description:
It was reported that during a cystic duct closure, the device did not suture properly. The surgeon fired some clips outside the operating field and noticed that the mid part of the clips remained opened. The procedure was completed with the same device that did not have a problem later in the same procedure. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.